Event description:
Patient was revised to address pain, elevated ion levels, osteolysis and inflamed tissue.

Manufacturer narrative:
Patient was revised to address pain, elevated ion levels, osteolysis and inflamed tissue. (B)(4). The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4).

Event description:
Update 9/9/15, 9/18/15 & 9/29/15 - medical records received. After review of the medical records for MDR reportability, the revision operative note indicated metallosis, increased metal ions, galvanization at the at taper/head interface, synovitis, the liner wouldn't disengage from the cup. The surgeon took 10-15 minutes trying to remove the liner, before removing the cup. There was no mention of any osteolysis. The cup is being added to the complaint and part/lot is being updated. The complaint was updated on: 10/2/2015.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/16/15 medical records received. After review of the medical records for MDR reportability, lab results were provided and indicated the cobalt levels was above 7ppb. There is no new additional information that would affect the existing investigation. The complaint was updated on:12/1/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers received. Litigation alleges, popping/squeaking, swelling, fluid and tissue necrosis. The stem is now being reported to address the high metal ion levels.

Manufacturer narrative:
Correction: manufacturing facility: (B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleged injury and discomfort.